Event description:
It was reported that the lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 14.8 cm - 15.1 cm and 18.1 cm - 18.3 cm due to friction to the device can which could account for the reported noise anomaly.